Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the rubber part of the rectal tube was not cut as smooth as normal, which allegedly resulted in pain during insertion and removal of the device. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warnings: do not use in patients who had colorectal surgery within the last year. Do not use in patients with known rectal or anal injury or in patients with known stenosis that could be reached with the device inserted. Not for use in patients with suspected or confirmed rectal mucosa impairment. E.g., severe proctitis, ischemic proctitis, mucosal ulcerations or patients with known severe external and internal hemorrhoids. Do not advance against resistance. Not for use on patients with indwelling rectal or anal devices (e.g. Thermometer) or delivery mechanism (e.g. Suppositories) or enemas in place. Do not use on patients known to be sensitive to or allergic to any components within the system."

Event description:
It was reported that the rubber part of the rectal tube was not cut as smooth as normal, which allegedly resulted in pain during insertion and removal of the device. No medical intervention was reported.